Event description:
Clinical study. Same case as 2134265-2008-00319. It was reported that right after a carotid artery stenting procedure, the pt's hemoglobin dropped and required blood transfusion. The index procedure treated a 5.5x6.0mm, 80% stenosed, de novo lesion in the ostium of the right internal carotid artery with predilation and placement of a 4-9x30mm nexstent carotid stent. The lesion was protected by a filterwire ez embolic protection system. Post-dilatation was performed and there was 5% residual stenosis. The pt's hemoglobin was 11.7 g/dl on admission. It dropped to 8.3 g/dl post-procedure. Two units of plasma red blood cells (prbc) were ordered. The hemoglobin was 6.7 g/dl in the morning while the pt was being transfused, the pt received another unit and only stayed for an extra couple hrs than normal, and was then discharged later in the afternoon. No add'l overnight stay was indicated. There was no bleeding noted. Neither retroperitoneal nor access site bleeding was noted in the pt's chart. The event was resolved without residual effects. Aspirin, plavix and nadolol were continued to be administrated. Per the study coordinator, the drop in hemoglobin could be caused by the x-ray dye or the device. Per investigator, the device relationship to the nexstent carotid stent was possibly and the device relationship to the filterwire ez system was probable. The relationship to the study procedure was highly probable.

Manufacturer narrative:
Device eval: the complainant indicated that the device remains in the pt and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.